Event description:
Reported issue: et tube disconnects.

Manufacturer narrative:
Qn#(B)(4). The complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports that the part number reported by the customer is not being manufactured currently however, 80 samples were taken from current production of a product code in the same family and a visual exam was performed. No disconnection issues were found. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.